Manufacturer narrative:
Ths report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the device history records of the rasp did not find any deviations or anomalies. The devices were used for treatment no other complaints of any type have been reported for the provided lot. Based on its lot number the rasp has an approximate field age of 6 years and 5 months. The instrument/provisional use and care instructions for use included with that rasp states: "do not use cutting/sharp instruments with dull or deformed edges." Additionally it states "inspect all instruments/provisionals carefully prior to each use. If needed, re-sharpening must be done by the manufacturer to ensure proper device performance." Lastly it states: "if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement." The most likely scenario is that the rasp became dull through its life in the field, however an exact cause could not be determined with the provided information.

Event description:
It is reported, the surgeon found the instruments were not working properly during surgery, resulting in the final implant not fitting correctly in the prepared bone.